Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient experienced adhesive issues with 5 infusion sets of the same type. The infusion set fell off during use in 5 events between 05-apr-2024 to 20-apr-2024. The infusion set was in use for less than 24 hours. The patient resolved the issue by replacing the infusion set and successfully resumed insulin deliveries. No further information available.